Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: no device malfunction has been reported. It was reported that lesion was in the lad, 2nd diagonal, with mild tortuosity, mild calcification and a 90% stenosis. A 2.0 x 15 mm voyager rx was used to dilate the lesion; however, the balloon ruptured at 10 atms. The procedure was carried out using a new voyager rx of the same size. The shape of the rupture is unknown. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous, mildly calcified, and 90% stenosis, which could have contributed to the balloon rupture. A review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rated burst pressure (rbp). Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.